Event description:
It was reported that the patient presented for remote follow up via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibiting post-paced t wave over-sensing. Programming interventions were made. The patient was in stable condition.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibiting post-paced t wave over-sensing. Oversensing was caused the patient to intermittently pace at lower than the programmed base rate. Programming interventions were made. The patient was in stable condition.